Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomittant devices - nexgen cr-flex precoat femoral component size g right catalog #: 00595001702, lot #: 64979341, nexgen standard cemented all poly patella size 35mm catalog #: 00597206535, lot #: 64969163, nexgen cr-flex articular surface size blue/c-h 10mm catalog #: 90597005010, lot #: 64820824, cobalt g-hv bone cement 40g catalog #: 600-15-100, lot #: 950c1d0043. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2023-00189. 0002648920-2023-00160. 0001822565-2023-01906. H3 other text : investigation incomplete.

Event description:
It was reported that the patient has experienced chronic pain and swelling approximately twenty-three (23) months following right knee arthroplasty. Attempts have been made; however, no additional information is available.